Event description:
The customer reported experiencing issues with cartridge fill errors leading to insulin wastage, and the need to restart the pump. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from technical support and is out of warranty, currently in the process of obtaining a new device.